Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead and an ipg, on (B)(6) 2010. The pt presented to the facility reporting a gradual loss of stimulation. Interrogation of the pt's device found the pt's lead had high impedances (approx 187,000 ohms) on all contacts. An x-ray revealed a fracture in the pt's lead at the anchor site. The lead is scheduled to be replaced. No add'l info is available at this time.